Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, during deployment of the 29mm sapien 3 valve, the balloon burst as it reached 100% inflation. Despite the balloon rupture, the valve was deployed in an 80:20 aortic position. No pvl or central ai seen on the post op echo report. The valve had been prepped -1cc. There was > 180 degrees of moderate calcium in the stj, reducing the diameter to 24.5mm. This was discussed beforehand, and a slow inflation was recommended, as well as reduced inflation volume. The 29mm commander delivery system was withdrawn into the esheath and removed without complication or injury. The patient outcome was reported to have been "excellent". The patient¿s native annulus had a diameter of 597mm² and was 21% phased.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided indicated the operator had difficulty retrieving the delivery system through the esheath tip as the balloon had ruptured. The patient did not have any injury. Investigation is ongoing.

Manufacturer narrative:
Section h6 and h10: the delivery system was returned to edwards lifesciences for evaluation and underwent visual and dimensional analysis. The returned device was visually inspected, and a radial balloon burst was observed on the working length that propagates distally and proximally to longitudinal tears. Due to the condition of the returned device and nature of the issue (balloon burst), no relevant functional testing was performed. During dimensional testing, the balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall would contribute to the observed burst. The liner thickness was found to be within specification at all measured locations. Imagery was provided by the complaint site and the patient¿s stj appeared to be moderately calcified while the leaflets appeared to be calcified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure. Additional assessments of the failure modes are not required at this time. The complaint was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary, written by edwards lifesciences, has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient had moderate stj calcification and the patient¿s leaflets had calcification as seen in the imagery provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the sheath, which would have then led to the experienced retrieval difficulty. The technical summary is applicable to this complaint because the information provided stated that the patient had evidence of annular calcification.